Event description:
It was reported that this pacemaker reverted to safety mode. Boston scientific technical services (ts) recommended urgent replacement. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.